Event description:
It was reported to nova biomedical that a consumer's blood glucose began not displaying the third digit of the device's display. No decisions to treat were reportedly made on the alleged faulty meter. The device will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.